Manufacturer narrative:
A product development evaluation was completed: there are dark colored scuff marks on inferior and superior surface indicating that the blade had been locked by the lock prong assembly and there had been some wear taking place. There is no other noticeable evidence of use. All devices appear to be in working order. Since no x-ray images were provided and there is limited information provided, it is very difficult to properly investigate this complaint. The complaint does mention that the blade was locked to the nail with the locking mechanism which prevents any sliding of the blade. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Because of the uniqueness of this phenomenon and the lack of information the exact cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Exact patient weight is (B)(6). Date of postoperative device migration is unknown. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 27, 2015 - expiration date: september 30, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to suspected non-union. The original procedure, which was performed on (B)(6) 2015, was intended to treat a hip fracture by implanting a trochanteric fixation nail-advanced (tfna) construct. It was determined post-operatively that the blade had cut out and migrated. At the time of revision, the blade was locked with the nail. During the revision, the original implants were removed and the patient was revised to a tfna 125 degree nail and a tfna screw. The surgeon indicated that an insufficient amount of time existed between surgeries, so a nonunion could not be confirmed. There was no reported delay in the surgery. This report is 2 of 3 for (B)(4).